Manufacturer narrative:
The event date is approximate. The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush. Report source: complaint received from (B)(6).

Event description:
A consumer alleged that their diamondclean smart toothbrush charger exploded. No injuries or property damage was reported.

Manufacturer narrative:
Analysis results- the root cause of the customer's complaint is a burned charger, resulting in zero output.